Manufacturer narrative:
(B)(4). Batch # t5cu4w. Additional information was requested, and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Plastic was damaged. Was sterility compromised as a result of the packaging damage? Yes, the packaging damage was result in sterility compromised. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a package with a black reload inside and a damage can be seen in the blister. Based on the photo no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that a sr75 device was returned outside its original package and no blister was returned for analysis. Due to the condition of no blister returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. Event could not be confirmed as no blister was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the radical gastrectomy for gastric cancer surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.